Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous right coronary artery (rca). The lesion was predilated with a 1.5x20 mm and a 2.5x20 mm maverick balloon. The physician was unable to place the 2.75x20 taxus liberte drug eluting stent, due to resistance. Upon removal, the stent strut damage was seen. The procedure was completed with 2 2.75x12 mm taxus stents. No pt complications were reported. Pt status reported as "ok". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.